Event description:
Pt with limb ischemia for angiography with intervention in interventional radiology. Provider attempted to use mynx device but the material on the mynx started to shear off. Device was removed from field and replaced with another mynx device. No harm to patient.